Manufacturer narrative:
H10: this complaint was initially reported for suction loss during laser firing. However, it was determined a vertical force error had occurred during capsulotomy, but suction loss had not occurred. The procedure was aborted and was completed manually with no consequences or harm to the patient. Therefore, this is no longer a reportable event. Therefore, an emdr is required to state that no further follow ups will be sent out under medwatch 3006695864-2021-07119. All pertinent information available to johnson & johnson surgical vision, inc has been submitted

Manufacturer narrative:
A record review was performed. A product deficiency review was performed and there is no product deficiency identified. A document, service history, and trending was reviewed. There is not a recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. A labeling review was conducted; the operator manual for the system was reviewed and found to include adequate instructions for use, warnings and operational errors. The review of the device history record (DHR) for catalys system (s/n (B)(4)) showed that there were no issues or non-conformities. The system and its components met all specifications prior to being released. Manufacturing has been ruled out as a potential cause for the reported issue. Based on the investigation results, no corrective action has been issued. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Event description:
Customer reported vertical force error during capsulotomy and suction loss during laser firing. The procedure was manually completed. There was no reported patient injury.